Event description:
It was reported that the patient presented for a pulse generator change out due to normal elective replacement indicator. The electrical function of the lead was observed and tested and no anomalies were detected. A fluoroscopy of the lead showed abrasion. The lead will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.